Event description:
Healthcare professional reported left side deformation, folds, impaired integrity of the prosthesis are identified, liquid inclusions, rounded uniform structure, three oval lymph nodes are hyperechoic, lymph nodes up to 1.2 cm x 0.9 x 0.9 cm accumulation of implant contents, integrity of the capsule has been compromised, violation of the integrity implant, heterogeneous content with cloud-like inclusions, lysis, degradation of implant walls, accumulation of gel content by three lymph nodes of the left axillary region up to 1.2 cm x 0.9 x 0.9 cm, multiple ruptures of the implant capsule, and capsular contracture grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable causes for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, seroma, and capsular contracture baker grade iii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26jul2024.

Event description:
Healthcare professional reported left side deformation, folds, impaired integrity of the prosthesis are identified, liquid inclusions, rounded uniform structure, three oval lymph nodes are hyperechoic, lymph nodes up to 1.2 cm x 0.9 x 0.9 cm accumulation of implant contents, integrity of the capsule has been compromised, violation of the integrity implant, heterogeneous content with cloud-like inclusions, lysis, degradation of implant walls, accumulation of gel content by three lymph nodes of the left axillary region up to 1.2 cm x 0.9 x 0.9 cm, multiple ruptures of the implant capsule, and capsular contracture grade iii. The device has been explanted.

Event description:
Healthcare professional reported left side deformation, folds, impaired integrity of the prosthesis are identified, liquid inclusions, rounded uniform structure, three oval lymph nodes are hyperechoic, lymph nodes up to 1.2 cm x 0.9 x 0.9 cm accumulation of implant contents, integrity of the capsule has been compromised, violation of the integrity implant, heterogeneous content with cloud-like inclusions, lysis, degradation of implant walls, accumulation of gel content by three lymph nodes of the left axillary region up to 1.2 cm x 0.9 x 0.9 cm, multiple ruptures of the implant capsule, and capsular contracture grade iii. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe since it is not related to the device. Crease/folding of implant-breast: not observed. Silicone migration: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: device photo analysis summary.